Event description:
The event was reported as: the plastic shards are coming off of the packaging on the horizon clips. No patient injury reported.

Manufacturer narrative:
Customer reports that sample device is available for evaluation. The device sample was not received at the time of this report. The results of the investigation are not available at the time of this report.